Manufacturer narrative:
A210106 removed from h6; a210101 added. The investigation is still ongoing.

Manufacturer narrative:
This is one of six related reports. This report represents the introducer with lot number h2104957 and other reports were submitted for the five other introducers. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported six companion sheaths were found that have a green sticker and white sticker with mis matched expiration dates.

Manufacturer narrative:
Device information d4 and h4 updated based on the photos of devices received.